Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block h11: investigation results the returned resolution 360 clip was analyzed, and a visual evaluation noted that the device returned with the clip assembly stuck into the bushing. Microscopic inspection was performed; no activations were performed. No other problems with the device were noted. The reported events of clip unable to release from catheter was not confirmed. Upon analysis, the device returned it was found that the clip had evidence of soft deployment, as the clip was detached from the bushing but still attached to the control wire. This might occur due to operational factors during the procedure, such as the physician's technique during the deployment of the clip, the scope position/angle, or detachment of the capsule due to hitting a surface. After the soft deployment occurs, it could happen that upon reopening the clip, the capsule gets detached, and when the physician tries to close it again, a misalignment of the capsule bushing can cause it to get stuck into the bushing during retraction, consequently deforming the capsule. With all available information, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon cecum during a colonoscopy procedure for defect closure performed on (B)(6) 2025. During the procedure, the nurse successfully positioned the clip at the defect site; however, the clip would not detach from the delivery catheter as intended. The physician manually disengages the clip from the catheter. The procedure was completed with a non-boston scientific device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon cecum during a colonoscopy procedure for defect closure performed on (B)(6) 2025. During the procedure, the nurse successfully positioned the clip at the defect site; however, the clip would not detach from the delivery catheter as intended. The physician manually disengages the clip from the catheter. The procedure was completed with a non-boston scientific device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.